Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding patient with an implantable neurostimulator (in s) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's incision opened and the lead was exposed through the incision. It was reported that the patient was implanted on (B)(6) 2019 and the exposed wire was reported on (B)(6) 2019. It was noted this was observed by the patient and their friend and the doctor's office had been contacted. It was reported the issue was not resolved at the time of the report. Additional information was received from the healthcare provider via the manufacturer representative (rep). The rep reported they got an update from the physician, dermabond glue covering the lead/skin incision opened up and part of the lead was exposed. The patient was seen the wednesday prior in the physician's office, the incision was closed again with a suture and 2 days of keflex was initiated. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33 lot# va1va0m implanted: (B)(6)2019. Product type lead. If information is provided in the future, a supplemental report will be issued.